Event description:
It was reported that the insulin pump fell into the lake. The customer's blood glucose was 142 mg/dl. The customer stated that the insulin pump was vibrating without any alarms or alerts, and the display went blank immediately after exposure to moisture. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and broken reservoir tube lip.